Manufacturer narrative:
(B)(4).

Event description:
(Os 18.862). The dentist reported that one year and 5 months after the dental implant was installed in intraoral region #4 it was verified its non osseointegration. A 20 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type IV).